Event description:
It was reported that the venflon I 22ga 0.8 mm x 25mm experienced catheter tip damage/deformation which was noted during use. The following information was provided by the initial reporter: customer using intravenous cannulas since five years, they are not comfortable with recently supplied intravenous cannulas. At the time of insertion feeling difficulty with intravenous cannulas as there is tip damage / peel back happening, as per nurse experience.

Manufacturer narrative:
H.6. Investigation: since no samples (including photos) were returned for the reported issue of ¿tip damage / peel back¿ with lot number 90317071 regarding item # 391591 the complaint could not be confirmed, and the root cause is undetermined. When we investigated the batch number 90317071 for material number 391591 and the DHR showed no reported qn during its production to release of the batch. The manufacturing team inspected various product characteristics such as bevel angle, ptfe tube thickness, cannula outer diameter from the current running production lots. The test results showed that all these characteristics confirmed to the product drawing specifications and therefore no root cause could be determined.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. OEM manufacture: the manufacturing location for this product is (B)(6). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the venflon I 22 ga 0.8 mm x 25 mm experienced catheter tip damage/deformation which was noted during use. The following information was provided by the initial reporter: customer using intravenous cannulas since five years, they are not comfortable with recently supplied intravenous cannulas. At the time of insertion feeling difficulty with intravenous cannulas as there is tip damage / peel back happening, as per nurse experience.